Event description:
As reported by user facility, "during procedure, transient air embolus injected from manifold and syringe into coronary artery. Patient went into pea, with CPR initiated. Patient's cardiac rhythm was restored within 5 minutes. Patient required coronary bypass surgery, related to extent of coronary artery disease, and was discharged home in 10/2006." Product (boston scientific custom convenience kit) was disposed of by the hospital.

Manufacturer narrative:
Because the devices used in the reported incident were disposed of by the end user, no physical or visual analysis could be performed. The directions for used package with this product state to ensure that secure connections are made to prevent the introduction of air into the system, and that the product should be examined carefully for entrapped air and fully debubbled prior to injection. We are unable to definitively determine a root cause for this incident. The reported event is not occurring more frequently or with greater severity than is usual for the device.